Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-june-2024, patient complained about two infusion set fell off. Infusion set was in use for 1-2 days. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.